Manufacturer narrative:
(B)(6).

Event description:
It was reported that the high-pressure tubing blew out at the handpiece when the unit was being primed. It had not yet been used on the patient but the patient was already under general anesthesia. The treatment continued with a back-up device. No patient harm reported. No significant delay reported. The device is available to be returned for investigation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.